Event description:
This event was reported as streptococcus viradens endocarditis, probable embolic episode, evidence of vegetation, small annular abscess posteriorly and 3+ aortic insufficiency. Source of infection is unknown; no further info was provided.